Event description:
Defibrillator lead malfunction. Lead explanted on (B)(6) 2023. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).